Manufacturer narrative:
Complaint no: (B)(4). Per the customer, the sample will not be returned to baxter for evaluation. Therefore, the reported condition of "leak" cannot be confirmed. Baxter is in communication with the customer to obtain the lot number. Should the sample and/or additional information be received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number was unknown.

Event description:
Baxter canada received a report of an unknown quantity of infusors that had leaks. The customer reported that they would like to see a clamp added to the device in order to stop the flow of fluid if the patient accidentally cuts the tubing. The concomitant medical devices/drugs are currently unknown but the facility stated most of the infusors are filled with chemotherapy drugs. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.